Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 04/02/2012, by fax and mail. A completed questionnaire was received on 04/04/2012. Add'l info was received in a follow up phone call on 04/27/2012. (B)(4).

Event description:
A surgeon reported he plans to exchange an intraocular lens (iol) due to the wrong power being selected. In a follow up, the surgeon reported the lens was exchanged for the same model, different diopter lens. The event resolved following the exchange procedure.